Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "loud alarm so the batteries were removed ". It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.13.90 - colleague 2006).

Manufacturer narrative:
(B)(4). The reported malfunction of "loud alarm so the batteries were removed" was not confirmed and not reproduced. The root cause was not confirmed and no repairs were made to fix the problem.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.